Event description:
A healthcare facility in texas reported via a fisher and paykel (f&p) healthcare representative that the tubing of an opt316 optiflow junior nasal cannula was found detached from the cannula tube joint during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the opt316 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evalautation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the photography provided by the customer reveleaed that the tubing was detached from the cannula tube joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in texas reported via a fisher and paykel (f&p) healthcare representative that the tubing of an opt316 optiflow junior nasal cannula was found detached from the cannula tube joint during patient use. There were no reported patient consequences.